Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in had issues safety mechanism failures. The following information was provided by the initial reporter, translated from (B)(6): "this week I had two defective devices ( another colleague: one). When pulling on the needle retraction system, the part to receive the needle comes out with the part you pull, the needle is no longer protected."